Event description:
It was reported by a company rep that two electrode units melted in the insulation, burning a scope and melting the outer sheath.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.